Manufacturer narrative:
(B)(4). The device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid right coronary artery with heavy tortuosity and mild calcification and 90% stenosis. A 3.5x28 mm xience prime rx stent delivery system (sds) was advanced without resistance toward the target lesion and the proximal shaft separated. The sds was withdrawn without resistance and a non-abbott stent was used to complete the procedure. There was no adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.